Event description:
The customer reported during balanced anesthesia, problems with the oxygen supply to the patient during surgery due to an occlusion of the flex emg tube. Approximately 15 minutes into the procedure, he noted, the cuff had inflated over the distal tip of the emg tube. The emg tube was replaced with another flex emg tube of a differing lot. Reference: while the device that is the subject of this report is not sold in the u.s. And does not have a 510k, a similar emg tube (different materials/design) is sold in the u.s. Under 510k (k925640).

Manufacturer narrative:
The reporter indicated that the tube would be returned, but the tube has not been received. If the tube is returned, additional information will be submitted on a supplemental MDR. The customer reported there was no consequence to the patient, and she is doing fine. Any missing or incomplete data on form 3500a is the result of information not being provided or released by the reporter despite attempts to obtain the required information. There was no consequence to the patient and she is doing fine.